Manufacturer narrative:
Based on a review of the data files, the sensors and systems were observed to be performing typically. Pre-analytical factors for the pco2 discordant results are suspected.

Manufacturer narrative:
Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer reported discrepant pco2 results on an rp 405. There was no report of injury due to this event.